Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. An x-ray identified a partial fracture in the distal electrode cable at 15 to 17 centimeters from the terminal pin. Fracture characteristics were consistent with cyclic fatigue. Resistance testing found the electrode was not electrically continuous. The fracture characteristics appeared consistent with cyclic fatigue. Visual inspection during analysis also observed arc marks on proximal area of shock coil which were determined to have likely occurred at explant.

Event description:
This electrode was explanted and returned for analysis. During analysis testing a performance issue was identified where there were no field allegations against the electrode consistent with the analysis findings.